Event description:
It was reported that the pump shut down unexpectedly; customer was unable to recall details and event date of the issue. There was no adverse impact to the customer's blood glucose level. It was confirmed that the customer was able to resume insulin successfully and continued using the pump for insulin therapy.